Event description:
It was reported that during setup, the handpiece was calibrated successfully, but then, a jam detection error appeared and kicked us back to the handpiece connect screen. The tech proceeded forward, calibrated again successfully, and homed successfully as well. The surgeon started burring the distal femur in speed control (default setting), and then he switched to exposure control to increase his efficiency. Almost as soon as he did this, the jammed handpiece error appeared. The tech recalibrated and rehomed, and returned to cutting, but the handpiece jammed again immediately. The surgeon proceeded with the case how they have done in the past; they used the visualization tool to navigate the distal femur and proximal tibia to put the cutting blocks into place and finished the procedure. Results of investigation have concluded that there was an over current error that was caused by the siu, there was no problem found with the handpiece returned.

Manufacturer narrative:
The device, used in treatment, was returned along with the log files for evaluation. The initial visual evaluation was performed by reviewing the returned log files which found that an "over current" error had occurred. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The handpiece was evaluated and did not have any damage and therefore confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provide instructions troubleshooting information on the navio surgical system to provide solutions for the most common problems. The relationship of the device and the reported event hasbeen established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no patient injury/impact as the procedure was completed by using "the plate probe to navigate the distal femur and proximal tibia cut blocks into place, and finished the procedure".